Event description:
It was reported that for the past couple of years the pacer dependant patient had a capture threshold rising to above normal values, the rise eventually causing diaphragmatic stimulation. Due to syncopal spells and the increasing capture threshold the physician implanted a single chamber device on right side. The old system was switched off and remains implanted due to the patients current condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.